Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: neu_refillneedle, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and representative regarding a patient receiving intrathecal morphine (11.7 mg/ml at 5.85 mg/day) via an implanted pump system. The hcp was unable to aspirate any drug from the pump on (B)(6) 2015. The pump was last filled on (B)(6) 2015 and had been running for sixty-four days. At a flow rate of 0.5 ml/day, 31.5 ml should have been dispensed, leaving 3.5 ml in the reservoir. The hcp was going to try to fill the pump complete and then see if they could aspirate the contents. The patient presented to the emergency room somnolent and unresponsive on the evening of (B)(6) 2015. They were currently in the intensive care unit (ICU). Additional information was requested to determine what troubleshooting was performed, if the cause of the inability to aspirate drug was determined, and if there was a therapy or device issue related to the patient's somnolence and unresponsiveness.